Manufacturer narrative:
The investigation has determined that a lower than expected, non-reactive vitros hbsag result was obtained from a reactive non-vitros accurun 6 quality control fluid when processed using vitros immunodiagnostic products hbsag reagent lot 3520 on a vitros 3600 immunodiagnostic system. A definitive assignable cause could not be determined. Based on previous quality control results, a vitros hbsag reagent related issue is not a likely contributor of the event. Additionally, continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros hbsag lot 3520. The results of diagnostic precision testing performed on the vitros 3600 system were within ortho acceptable guidelines indicating that an instrument related issue is not a likely contributor of the event. Additionally, no relevant condition codes posted on the vitros 3600 system at the time of event. An issue with the non-vitros quality control fluid is not a likely contributor of the event as the customer was following proper protocol for using the control. In addition, the customer reprocessed the remaining control fluid in the sample cup as well as a new aliquot of the control and the results were within expectations. However, an instrument related issue or a control fluid related issue cannot be entirely ruled out as the results for multiple alternate vitros assays obtained from the same initial sample cup were lower than expected. When the remaining fluid from the same sample cup as well as a new aliquot of the control fluid were processed, the results of these assays returned to expectations as with the vitros hbsag assay. The sample viscosity measurements were reviewed between the two runs of the same sample and were found to be similar. Additionally, the fluid height decreased between the two runs of the same sample as expected. Therefore, pre-analytical sample mix-up is not a likely contributor to the event.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report a lower than expected, non-reactive vitros hbsag result was obtained from a reactive non-vitros accurun 6 quality control fluid when processed using vitros immunodiagnostic products hbsag reagent lot 3520 on a vitros 3600 immunodiagnostic system. Accurun 6 multicontrol positive lot 10671102 quality control result of 0.859 s/c (non-reactive) versus the expected result of reactive. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The non-reactive vitros hbsag result was obtained from a non-patient fluid. There was no indication that patient results were affected as the customer reprocessed the patient samples from the date of the event and the results were repeatable and within expectations. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4) .